Manufacturer narrative:
Explant date: between (B)(6) 2021.

Event description:
It was reported that the spinous process patient underwent a spacer explant procedure due to an unknown reason. No further information is able to be obtained.